Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the impedance has been variable. There were no stored events with noise. Ts discussed a likely cause and suggested further actions such as continuing to monitor. The lead remains in use. No adverse patient effects were reported.